Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 117 mg/dl. The user alleged the insulin pump was over delivering insulin as they were not able to take bolus for the supper but blood glucose was going down. Customer was treated for food for low blood glucose level. The insulin pump will be returned for analysis.